Manufacturer narrative:
(B)(4). Patient information (ID) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The endotracheal tube had debris inside when the patient was intubated. According to anesthesiology, the tube was removed and the patient was reintubated with another tube of the same make and model. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. It was noticed the tube presented white spots inside walls of the inner diameter of the tube. Manufacturing process was reviewed and all manufacturing controls were found acceptable and effective to detect the reported failure mode.